Event description:
A customer contacted beckman coulter (bec) reporting 10 mls of fluid leaked from the drain port of the vacuum isolator chamber (vic) in the coulter act differential hematology analyzer. The customer also reported hemoglobin (hgb) failed on startup and mean cell volume (mcv) out of specification on controls. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2013 to evaluate the instrument. The fse observed a vacuum isolator chamber (vic) overflow. The fse discovered the drain port of vic as well as check valve was obstructed. The customer replaced check valve. The fse replaced the vacuum isolator chamber (vic) and tubing to check valve. The fse also set the hgb voltage, aims, and avr to specification. Service activity meets published specifications. Failure mode of the leak is related to obstructed drain port and check valve to vic. The failure mode related to the hgb is related to incorrect hgb voltage. The mcv on controls were out of specification and the hgb failed on startup alerting the customer to instrument problems. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).